Event description:
A surgeon reports having a pt with a dislocated intraocular lens (iol) that was implanted twenty years ago. The lens was exchanged for a different model. The pt is reported to be doing well postoperatively. Add'l info had been requested.

Manufacturer narrative:
The complaint device associated with this report had not been received for eval. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Add'l info was requested by fax and mail on 7/15/2008 and by phone on 7/14/2008, 7/16/2008, 7/18/2008 and 7/21/2008. Add'l info was received on 8/4/2008. A completed questionnaire has not been received. This report was mailed to FDA on: 8/8/2008.